Manufacturer narrative:
The initial report was submitted on (B)(6) 2023. The purpose of this follow up report is to correct g6 in the initial report which should have the "initial" box checked. D4 serial & lot number sections were corrected. The number was removed from serial number section and added to the lot number section. In addition, e1 contact information was updated to contain the correct contact name and email address.

Event description:
The sales representative reported that during procedure the sheath came out with clip into breast tissue. The procedure was completed but the patient is having excisional surgery to remove radial scar along with the sheath.

Manufacturer narrative:
The mammomark biopsy site identifiers are composed of a bioresorbable collagen plug embedded with a non-resorbable permanent radiopaque titanium wire marker. Each mammomark site identifier is packaged sterile in a flexible, disposable applicator for single patient use. The packaging also includes a sterile marker sheath at the distal end of the applicator shaft designed to retain the marker within the applicator shaft prior to use with mammotome revolve biopsy probes. The sales representative reported that during procedure the sheath came out with clip into breast tissue. The procedure was completed but the patient is having excisional surgery to remove radial scar along with the sheath. We reached out to the reporter for additional information and the patient is scheduled to have surgery at the end of the month to get the sheath removed. The mammomark instructions for use instruct the user to "remove marker sheath prior to insertion into probe. Based on the available information this event did not occur as a result of device malfunction.